Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 48 mg/dl. Reportedly, customer initiated boluses incorrectly. Customer attempted to self treat by consuming carbohydrates however was treated with 230 grams of carbs at the ER. Customer was released from the ER the same day with no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.